Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the inner coil was bunched up at the proximal region of the lead with blood/body fluids inside the inner coil. The cause of the reported event was isolated to the bunching of the inner coil with blood/body fluids inside which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the lead could not be implanted due to the stylet failing to advance through the lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.